Event description:
A physician reported that actuation failure of the vitrectomy cutter occurred during surgery. The vitrectomy cutter was not working properly, and weak air output from black connector side was observed. The failure of vitrectomy valve was possible. The surgery was completed by using another one. There's no patient harm. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative was able to replicate the reported event. The vitrectomy valve (component) was replaced to address the issue. The component was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. There was no problem found with the system during that investigation. The component (a vit-valve l5 cable assembly) was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into a system and tested. The reported event was replicated. The root cause was found to be the l5 valve. The root cause of the reported event is attributed to a non-conforming component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).